Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 393mg/dl. The customer mentioned that the insulin pump also alarmed no delivery during bolus. Troubleshooting was performed. Assisted the customer to run a manual prime test and the insulin did exit. No further information was provided.